Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for contraception. A local anesthetic was used, and plaintiff was conscious for the entire essure insertion procedure. At least as early as 2016, she has experienced persistent and crippling pelvic pain caused by the migration, perforation, or penetration of the essure devices or fragments, outside of her fallopian tubes. As a result of this condition, her gynecologist had recommended that she had the essure devices and her fallopian tubes surgically removed, after which she would be advised that a hysterectomy might also be necessary as a result of her condition. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented persistent pelvic pain caused by the migration, perforation, or penetration of the essure devices or fragments, outside of her fallopian tubes. She will have the devices and fallopian tubes surgically removed. This event is seen as fallopian tubes perforation and device breakage. Perforation is listed while breakage is unlisted in the reference safety information for essure. Fallopian tube perforation and device breakage are potential complications of essure use and occur mostly during difficult insertions or removals. In this case, limited information was provided. Nevertheless, considering their nature and the information provided, causal relationship with essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), device breakage ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), menorrhagia ("menorrhagia"), device dislocation ("migration of the device/ images suspected essure may have migrated/device not seen at left ostia"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("sepsis") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed.". The patient's past medical history included gravida ii. Previously administered products included for an unreported indication: birth control pills from 1984 to 2009. Concomitant products included spironolactone and topiramate (topomax). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash"), flushing ("facial flushing"), the first episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), the first episode of polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the second episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), weight increased ("weight gain"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), kidney infection ("kidney infection") and urticaria ("histamine reactions"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy), surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy), surgery (ablation) and surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation and weight increased had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, dysmenorrhoea, nausea, rash, flushing, headache, cellulitis, hypersensitivity, urinary tract disorder, bladder disorder, cystitis, kidney infection, urticaria and the last episode of polycystic ovaries outcome was unknown, the alopecia, dysgeusia, gingivitis, the last episode of migraine, abdominal pain lower and depression had not resolved and the dyspareunia, female sexual dysfunction and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, flushing, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, menorrhagia, nausea, pelvic pain, rash, sepsis, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of migraine, the first episode of polycystic ovaries, the second episode of migraine and the second episode of polycystic ovaries to be related to essure. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed full occlusion; in (B)(6) 2009: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event outcome for dyspareunia & vaginal bleeding were updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), device breakage ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), menorrhagia ('menorrhagia'), device dislocation ('migration of the device/ images suspected essure may have migrated/device not seen at left ostia'), autoimmune disorder ('autoimmune disorder'), sepsis ('sepsis') and kidney infection ('kidney infection') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed.". The patient's medical history included gravida ii. Previously administered products included for an unreported indication: birth control pills from 1984 to 2009. Concomitant products included spironolactone and topiramate. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash"), flushing ("facial flushing"), the first episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), the first episode of polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), kidney infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the second episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urticaria ("histamine reactions"), eye pain ("I wake with a sharp pain behind my eye"), ear pain ("ear pain"), musculoskeletal pain ("shoulder pain"), malaise ("I¿m feeling sick all time"), fatigue ("fatigue"), arthralgia ("joint pain"), gastrointestinal disorder ("gi symptoms"), sinusitis ("severe sinus infection"), pharyngitis streptococcal ("strep throat"), cluster headache ("chronic cluster headaches") and thinking abnormal ("could not think straight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation, weight increased, fatigue, arthralgia and gastrointestinal disorder had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, kidney infection, dysmenorrhoea, nausea, rash, flushing, headache, cellulitis, hypersensitivity, urinary tract disorder, bladder disorder, cystitis, urticaria, the last episode of polycystic ovaries, eye pain, ear pain, musculoskeletal pain, malaise, sinusitis, pharyngitis streptococcal, cluster headache and thinking abnormal outcome was unknown, the alopecia, dysgeusia, gingivitis, the last episode of migraine, abdominal pain lower and depression had not resolved and the dyspareunia, female sexual dysfunction and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, cellulitis, cluster headache, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, flushing, gastrointestinal disorder, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, malaise, menorrhagia, musculoskeletal pain, nausea, pelvic pain, pharyngitis streptococcal, rash, sepsis, sinusitis, thinking abnormal, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of migraine, the first episode of polycystic ovaries, the second episode of migraine and the second episode of polycystic ovaries to be related to essure. No further causality assessment were provided for the product. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2009: results: confirming full occlusion of fallopian tubes; on (B)(6) 2010: results: confirmed full occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronic cluster headaches and could not think straight . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), device breakage ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), menorrhagia ('menorrhagia'), device dislocation ('migration of the device/ images suspected essure may have migrated/device not seen at left ostia'), autoimmune disorder ('autoimmune disorder'), sepsis ('sepsis') and kidney infection ('kidney infection') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed.". The patient's medical history included gravida ii. Previously administered products included for an unreported indication: birth control pills from 1984 to 2009. Concomitant products included spironolactone and topiramate. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash"), flushing ("facial flushing"), the first episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), the first episode of polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), kidney infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the second episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urticaria ("histamine reactions"), eye pain ("I wake with a sharp pain behind my eye"), ear pain ("ear pain"), musculoskeletal pain ("shoulder pain"), malaise ("I¿m feeling sick all time"), fatigue ("fatigue"), arthralgia ("joint pain"), gastrointestinal disorder ("gi symptoms"), sinusitis ("severe sinus infection"), pharyngitis streptococcal ("strep throat"), cluster headache ("chronic cluster headaches") and thinking abnormal ("could not think straight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation, weight increased, fatigue, arthralgia and gastrointestinal disorder had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, kidney infection, dysmenorrhoea, nausea, rash, flushing, headache, cellulitis, hypersensitivity, urinary tract disorder, bladder disorder, cystitis, urticaria, the last episode of polycystic ovaries, eye pain, ear pain, musculoskeletal pain, malaise, sinusitis, pharyngitis streptococcal, cluster headache and thinking abnormal outcome was unknown, the alopecia, dysgeusia, gingivitis, the last episode of migraine, abdominal pain lower and depression had not resolved and the dyspareunia, female sexual dysfunction and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, cellulitis, cluster headache, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, flushing, gastrointestinal disorder, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, malaise, menorrhagia, musculoskeletal pain, nausea, pelvic pain, pharyngitis streptococcal, rash, sepsis, sinusitis, thinking abnormal, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of migraine, the first episode of polycystic ovaries, the second episode of migraine and the second episode of polycystic ovaries to be related to essure. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: confirming full occlusion of fallopian tubes; on (B)(6) 2010: results: confirmed full occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronic cluster headaches and could not think straight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), device breakage ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), menorrhagia ('menorrhagia'), device dislocation ('migration of the device/ images suspected essure may have migrated/device not seen at left ostia'), autoimmune disorder ('autoimmune disorder'), sepsis ('sepsis') and kidney infection ('kidney infection') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed.". The patient's medical history included gravida ii. Previously administered products included for an unreported indication: birth control pills from 1984 to 2009. Concomitant products included spironolactone and topiramate. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash"), flushing ("facial flushing"), the first episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), the first episode of polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), kidney infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the second episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urticaria ("histamine reactions"), eye pain ("I wake with a sharp pain behind my eye"), ear pain ("ear pain"), musculoskeletal pain ("shoulder pain"), malaise ("I¿m feeling sick all time"), fatigue ("fatigue"), arthralgia ("joint pain"), gastrointestinal disorder ("gi symptoms"), sinusitis ("severe sinus infection"), pharyngitis streptococcal ("strep throat"), cluster headache ("chronic cluster headaches") and thinking abnormal ("could not think straight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation, weight increased, fatigue, arthralgia and gastrointestinal disorder had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, kidney infection, dysmenorrhoea, nausea, rash, flushing, headache, cellulitis, hypersensitivity, urinary tract disorder, bladder disorder, cystitis, urticaria, the last episode of polycystic ovaries, eye pain, ear pain, musculoskeletal pain, malaise, sinusitis, pharyngitis streptococcal, cluster headache and thinking abnormal outcome was unknown, the alopecia, dysgeusia, gingivitis, the last episode of migraine, abdominal pain lower and depression had not resolved and the dyspareunia, female sexual dysfunction and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, cellulitis, cluster headache, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, flushing, gastrointestinal disorder, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, malaise, menorrhagia, musculoskeletal pain, nausea, pelvic pain, pharyngitis streptococcal, rash, sepsis, sinusitis, thinking abnormal, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of migraine, the first episode of polycystic ovaries, the second episode of migraine and the second episode of polycystic ovaries to be related to essure. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: confirming full occlusion of fallopian tubes; on (B)(6) 2010: results: confirmed full occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronic cluster headaches and could not think straight . Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events chronic cluster headaches and could not think straight were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), device breakage ('migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia'), menorrhagia ('menorrhagia'), device dislocation ('migration of the device/ images suspected essure may have migrated/device not seen at left ostia'), autoimmune disorder ('autoimmune disorder'), genital haemorrhage ('abnormal bleeding (general)'), sepsis ('sepsis') and kidney infection ('kidney infection') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed." The patient's medical history included gravida ii. Previously administered products included for an unreported indication: birth control pills from 1984 to 2009. Concomitant products included spironolactone and topiramate. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash"), flushing ("facial flushing"), the first episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), the first episode of polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the second episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urticaria ("histamine reactions"), eye pain ("I wake with a sharp pain behind my eye"), ear pain ("ear pain"), musculoskeletal pain ("shoulder pain"), malaise ("I¿m feeling sick all time"), fatigue ("fatigue"), arthralgia ("joint pain"), gastrointestinal disorder ("gi symptoms"), sinusitis ("severe sinus infection") and pharyngitis streptococcal ("strep throat") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation, weight increased, fatigue, arthralgia and gastrointestinal disorder had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, kidney infection, dysmenorrhoea, nausea, rash, flushing, headache, cellulitis, hypersensitivity, urinary tract disorder, bladder disorder, cystitis, urticaria, the last episode of polycystic ovaries, eye pain, ear pain, musculoskeletal pain, malaise, sinusitis and pharyngitis streptococcal outcome was unknown, the alopecia, dysgeusia, gingivitis, the last episode of migraine, abdominal pain lower and depression had not resolved and the dyspareunia, female sexual dysfunction and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, flushing, gastrointestinal disorder, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, malaise, menorrhagia, musculoskeletal pain, nausea, pelvic pain, pharyngitis streptococcal, rash, sepsis, sinusitis, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of migraine, the first episode of polycystic ovaries, the second episode of migraine and the second episode of polycystic ovaries to be related to essure. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: confirming full occlusion of fallopian tubes; on (B)(6)2010: results: confirmed full occlusion. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content received: new reporter added and events: I¿m feeling sick all time, fatigue, joint pain, gi symptoms, severe sinus infection, strep throat added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), uterine perforation ("migration, perforation or penetration of the essure device or fragments thereof outside of her fall") and device breakage ("migration , perforation or penetration fragments thereof outside of her fallopian tubes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), migraine ("migraines"), abdominal pain lower ("cramping") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove essure as well as fallopian tubes.), surgery ((B)(6) 2016, plaintiff underwent surgery to remove essure as well as fallopian tubes.) And surgery ((B)(6) 2016, plaintiff underwent surgery to remove essure as well as fallopian tubes.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, pelvic pain, back pain, dysgeusia, gingivitis, dyspareunia, migraine, abdominal pain lower and depression had not resolved and the uterine perforation and device breakage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, device breakage, device dislocation, dysgeusia, dyspareunia, gingivitis, migraine, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-sep-2017: "essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only". New reporters added. Lab data added. Product start date updated and stop date was added. Also new events added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), device breakage ("migration, perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia") and device dislocation ("migration of the device/ images suspected essure may have migrated/ device not seen at left ostia") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation and weight increased had resolved, the device breakage outcome was unknown and the alopecia, dysgeusia, gingivitis, dyspareunia, migraine, abdominal pain lower and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, device dislocation, dysgeusia, dyspareunia, fallopian tube perforation, gingivitis, inflammation, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed full occlusion; in (B)(6) 2008: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-nov-2017: follow up from summons received-event abdominal pain, inflammation and weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), device breakage ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), menorrhagia ("menorrhagia"), device dislocation ("migration of the device/ images suspected essure may have migrated/device not seen at left ostia"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("sepsis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed.". The patient's past medical history included gravida ii. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the first episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), weight increased ("weight gain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea"), rash ("rash"), flushing ("facial flushing"), the second episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection") and kidney infection ("kidney infection"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation and weight increased had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, female sexual dysfunction, dysmenorrhoea, nausea, rash, flushing, the last episode of migraine, headache, cellulitis, polycystic ovaries, hypersensitivity, urinary tract disorder, bladder disorder, vaginal haemorrhage, cystitis and kidney infection outcome was unknown and the alopecia, dysgeusia, gingivitis, dyspareunia, abdominal pain lower and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, flushing, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, menorrhagia, nausea, pelvic pain, polycystic ovaries, rash, sepsis, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: confirmed full occlusion; in (B)(6) 2008: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Patient demographic and events (ablation, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia, autoimmune disorder, bladder or urinary problems or changes, dysmenorrhea, hormonal changes (pcos), infection (kidney/bladder), infection (sepsis, cellulitis), migraines/headaches, nausea, rashes or skin conditions (rash, facial flushing), reproductive system disorder or condition (pcos),left coil was tried multiple times and could not be placed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), device breakage ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), menorrhagia ("menorrhagia"), device dislocation ("migration of the device/ images suspected essure may have migrated/device not seen at left ostia"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding (general)"), sepsis ("sepsis") and kidney infection ("kidney infection") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed.". The patient's medical history included gravida ii. Previously administered products included for an unreported indication: birth control pills from 1984 to 2009. Concomitant products included spironolactone and topiramate. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash"), flushing ("facial flushing"), the first episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), the first episode of polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the second episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urticaria ("histamine reactions"), eye pain ("I wake with a sharp pain behind my eye"), ear pain ("ear pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation and weight increased had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, kidney infection, dysmenorrhoea, nausea, rash, flushing, headache, cellulitis, hypersensitivity, urinary tract disorder, bladder disorder, cystitis, urticaria, the last episode of polycystic ovaries, eye pain, ear pain and musculoskeletal pain outcome was unknown, the alopecia, dysgeusia, gingivitis, the last episode of migraine, abdominal pain lower and depression had not resolved and the dyspareunia, female sexual dysfunction and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, eye pain, fallopian tube perforation, female sexual dysfunction, flushing, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, menorrhagia, musculoskeletal pain, nausea, pelvic pain, rash, sepsis, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of migraine, the first episode of polycystic ovaries, the second episode of migraine and the second episode of polycystic ovaries to be related to essure. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: confirming full occlusion of fallopian tubes; on (B)(6) 2010: results: confirmed full occlusion. Concerning the injuries reported in this case, the following ones were reported via social media:eye pain, ear pain, shoulder pain". Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-may-2019: social media was received. Event added from social media- I wake with a sharp pain behind my eye, ear pain, shoulder pain was added. Reporter information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), device breakage ("migration,perforation or penetration of the essure device or fragments thereof outside of her fallopian tube/ device was found protruding from the right ostia"), menorrhagia ("menorrhagia"), device dislocation ("migration of the device/ images suspected essure may have migrated/device not seen at left ostia"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("sepsis") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was tried multiple times and could not be placed.". The patient's past medical history included gravida ii. Previously administered products included for an unreported indication: birth control pills from 1984 to 2009. Concomitant products included spironolactone and topiramate (topomax). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash"), flushing ("facial flushing"), the first episode of migraine ("migraines"), headache ("headaches"), cellulitis ("cellulitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), the second episode of migraine ("migraines"), abdominal pain lower ("cramping"), depression ("depression"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), weight increased ("weight gain"), nausea ("nausea"), the second episode of polycystic ovaries ("reproductive system disorder or condition (pcos)/hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), kidney infection ("kidney infection") and urticaria ("histamine reactions"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy), surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy), surgery (ablation) and surgery (diagnostic hysteroscopy, laparoscopic bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, abdominal pain, inflammation and weight increased had resolved, the device breakage, menorrhagia, autoimmune disorder, genital haemorrhage, sepsis, female sexual dysfunction, dysmenorrhoea, nausea, rash, flushing, headache, cellulitis, the last episode of polycystic ovaries, hypersensitivity, urinary tract disorder, bladder disorder, vaginal haemorrhage, cystitis, kidney infection and urticaria outcome was unknown and the alopecia, dysgeusia, gingivitis, dyspareunia, the last episode of migraine, abdominal pain lower and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, flushing, genital haemorrhage, gingivitis, headache, hypersensitivity, inflammation, kidney infection, menorrhagia, nausea, pelvic pain, rash, sepsis, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of migraine, the first episode of polycystic ovaries, the second episode of migraine and the second episode of polycystic ovaries to be related to essure. The reporter commented: left with permanent scars after the surgery and left coil was tried multiple times and could not be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed full occlusion; in (B)(6) 2008: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: histamine reactions and pcos (polycystic ovarian syndrome). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 21-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented persistent pelvic pain caused by the migration, perforation, or penetration of the essure devices or fragments, outside of her fallopian tubes. She will have the devices and fallopian tubes surgically removed. This event is seen as fallopian tubes perforation and device breakage. Perforation is listed in the reference safety information for essure and the device breakage was also considered listed after product technical analysis. Fallopian tube perforation and device breakage are potential complications of essure use and occur mostly during difficult insertions or removals. In this case, limited information was provided. Nevertheless, considering their nature and the information provided, causal relationship with essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Non-serious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded (it is possible the essure device could have been defective prior to removal from the package). However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.